Event description:
Reporter had used product previously for joint ache in her knee and had worn overnight without incident. She used again a few weeks later for muscle ache just below her knee. She applied patch, wore it overnight (about 7 hours) and removed in the morning. The skin in patch area was red and stinging in the morning. Later that day, leg was painful and blisters were on leg in patch application area. She has treated with otc topical medications. No medical intervention was sought.